Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified sensor error message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings for more than two hours. As a result, the customer experienced hypoglycemia symptoms such as sweating, tremors, weakness and was unable to self-treat. The customer received a sachet of sugar and biscuits as treatment from a family member. There was no report of death or permanent impairment associated with this event.